Manufacturer narrative:
Corrected information: date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medical intervention, urinary symptoms, foul odor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was left ovarian cyst, urinary incontinence, and rectocele. The postoperative diagnosis was left ovarian cyst, urinary incontinence, and rectocele. The left ovary was benign by frozen section. The procedure performed was a laparoscopic salpingo-oophorectomy, suburethral sling procedure, and posterior colporrhaphy. Approximately 13 years and 11 months post op the patient had an office visit for urinary symptoms, urinary frequency, urgency, foul odor, abdominal pain, suprapubic pain/pressure, and recurrent urinary tract infection. The assessment was urinary tract infection and she was prescribed vantin. Approximately 14 years and 2 months post op the patient returned for an office visit for frequent uti and was prescribed keflex. Approximately 14 years and 4 months post op the patient returned for an office visit for urinary symptoms, generalized abdominal pain and burning in the past week. The assessment was uti and she was prescribed amoxicillin. The patient returned approximately 14 years and 6 months post op for bad odor with frequency. The assessment was urinary frequency and uti. The patient was prescribed keflex.